Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to establish a connection with the communicator for this patient. Technical services (ts) was consulted and provided troubleshooting steps; however, a successful connection was not achieved at this time. This device remains in service. No adverse patient effects were reported.